Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2015 with the following findings: a scratched display lens was found. A dim, pink display was found. No damage or peeling to keypad. The contrast key is intermittently unresponsive. The other keys are working properly. Removed the keypad and found contamination under the contrast key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display. This report is made based on results of investigation completed on 08/07/2015.